Manufacturer narrative:
Block d2b: product code : kns, pcu; reported here as the product code exceeded character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the physician punctured through the stomach wall into the cyst cavity and has lost visualization of the stent catheter which resulted in deploying the first flange. Due to the loss of visualization the physician could not see the catheter or the first flange and then pulled everything out. The stent was removed from the patient partially deployed and a different axios stent was used to complete the procedure. There was no patient complications reported as a result of this event.